Manufacturer narrative:
The device was not returned for evaluation as the device was discarded. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
An ablation procedure was performed successfully; however, it was reported that a patient had a skin burn, a little blister, near the exit site. The physician noted that there was intense heat near the top of the 15cm mark on the shaft. The device was discarded at the site.